Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s iLet experienced rapid battery depletion, with a full charge discharging over four to five hours and the device powering down, which led the patient to revert to backup therapy while away from home; the problem was characterized as premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.